Event description:
"Patient/vendor states that: heater wire melted thru tubing".additional information received on (B)(6) 2013: customer stated not sure how long the circuit was in use before it melted. Per apria, circuits are changed weekly. The end user was using a hc500 heater when the melted condition occurred. Per the mother, she visually observed the melt (no alarms went off) and switched it out for a new one. No patient harm or injury reported. Mr. (B)(4), apria, has a sample of the circuit.  Additional information received from customer (B)(4): at this point I have been instructed to keep (sample) here at the branch.

Manufacturer narrative:
(B)(4). Sample will not be available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.